Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of the transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) balloon. During deployment, the valve was noted to be under expanded at 80% in the right anterior oblique (rao) view, and there was doubt for an infold. The valve was withdrawn from the patient. A new valve was loaded into a new delivery catheter system (dcs). During deployment, valve expansion improved. The valve was deployed with good results. Apost-implant bav was subsequently performed, and trace paravalvular leak was observed on the final angiogram. No patient complications have been reported as a result of this event. Additional information was received that the first valve was confirmed to be underexpanded and not infolded. Underexpansion was observed with the second valve but was reported to be less. The post-implant balloon dilation was performed due to underexpansion.

Manufacturer narrative:
Image review: six media files were provided for review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that a pre-implant balloon dilation was performed prior to the valve implant attempt. The valve was deployed just prior to the point of no recapture and appeared to be significantly under expanded. If a valve is under-expanded, the system should be removed, pre-dilatation performed, and implant a new valve with a new delivery catheter system (dcs). It was reported that the under expanded valve was withdrawn from the patient and a new valve was loaded. The new valve appeared to be better expanded just prior to final release. The valve was subsequently implanted and final angiogram revealed possible trace aortic regurgitation/paravalvular leak. The patient¿s executive summary was not provided for anatomical review. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the valve was submerged in a warm (approximately 37 °c) saline bath to expand the frame. The valve was placed in a cold saline bath to perform a deployment simulation as per the instructions for use (IFU). Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced, covering the frame paddles and outflow crown struts. The capsule was advanced and as this was being done, there was resistance. The advancement was stopped and the valve was taken out of the loader to be evaluated. The valve was submerged in warm (approximately 37 °c) saline bath to expand the frame. The frame was examined and there were bends on the outflow crown. Due to the condition of the device, a deployment simulation could not be performed to evaluate the reported event. Updated: h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (unknown); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of the transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) balloon. During deployment, the valve was noted to be under expanded at 80% in the right anterior oblique (rao) view, and there was doubt for an infold. The valve was withdrawn from the patient. A new valve was loaded into a new delivery catheter system (dcs). During deployment, valve expansion improved. The valve was deployed with good results. A post-implant bav was subsequently performed, and trace paravalvular leak was observed on the final angiogram. No patient complications have been reported as a result of this event.